Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal end of the electrode was covered with blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. F(B)(4).

Event description:
It was reported that during an implant attempt, the physician attempted to place the atrial lead in several locations. After several attempts the physician felt there may be tissue in the helix and requested a new atrial lead. No patient complications have been reported as a result of this event.